Event description:
It was reported that during a thoracic procedure that after the fourth firing when they opened up the jaws on the device, the lung was stuck to the cartridge on the side of the device. And looking at the reload, it only partially fired. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 7/14/2023. D4: batch # 885a67. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech45c device was returned bailed out, with the anvil bent upwards and with a gst60g reload present. The reload was received partially fired 1/2 with damage on reload deck and the reload pan partially dislodged from the proximal end. In addition, a blemish was noted on the nozzle. The manual override feature had been used and was reset to test the functionality of the device. The manual override feature had been used and was reset to test the functionality of the device. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information.   Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the nozzle is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 885a67, and no non-conformances related to the reported complaint condition were identified.